Manufacturer narrative:
Health effect - impact code updated. H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. It was reported that a piece of the device was removed from the joint and the other piece remained in the femur. The attached procedural report was translated, and it confirmed the report. The endoscopic cannula drills are manufactured and intended as externally communicating devices and are not approved for long-term internal tissue exposure. Based on the information provided, the broken piece remains inside of the femur which is hard bone, therefore, micro-motion and/or migration of the retained piece is unlikely. The impact to the patient beyond that which has already been reported cannot be determined. Should any additional relevant patient information be provided, this complaint would be re-assessed. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the endoscope cannula drill broke inside of the patient. It was removed a piece of the device from the joint and the other remained in the femur. There was no delay reported. It is unknown how the procedure was completed.